Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Send test strips only. Most likely underlying root cause: mlc-21- improper technique of obtaining or applying blood sample. Test strip UDI# (B)(4). Note: manufacturer contacted customer on several follow-up calls in order to ensure the customer's condition since the initial call: customer states that visit her doctor at her office on (B)(6) 2018. Her blood glucose was at 360mg/dl and her metformin prescription was increased. At the time of the call customer condition improved; no symptoms present and product problem was solved. Customer didn't received any treatment at her doctor's office.

Event description:
Consumer reported complaint for e-2 blood glucose results accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of numbness in hands and feet along with dizziness. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. Verified storage of product is within instructed specification since they are retained in the living room. During the call on (B)(6) 2018, a blood test was performed by the customer and produced test results of e-2 using true matrix meter. The test strip lot manufacturer's expiration date is 05/18/2019 and open vial date is (B)(6) 2018. The meter memory was not reviewed for previous test result history.